Event description:
Additional information was provided by the reporter. The intended procedure was completed. The same device was not used to complete the procedure. It was unknown what device was used to complete the procedure. No other devices were involved in the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the reporter and the results of the legal manufacturer¿s investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. Water was leaking from the connector which was repaired by a third-party company. It was likely the image was not displayed because the leaked water destroyed the electrical circuits and caused communication failure. The instructions for use (IFU) provides the following guidelines: do not repair or modify it by anyone other than those approved by olympus. It may result in injury to the patient or the operator or damage to the equipment.

Manufacturer narrative:
The device was returned to olympus for evaluation and the issue was confirmed. The cause of the issue was due to a faulty charge-coupled device (ccd). Kinks were found on the cable. The connector was from a third-party. The device also failed the leak test. Additional information was requested from the reporter. A supplemental report will be submitted should additional information be made available. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, during preparation for use for a procedure, no image appeared while using the camera head. No patient harm reported.